Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and pump shutdown. Customer's blood glucose (bg) was 394 mg/dl with a small level of ketones. Customer went to the emergency room (ER) and was treated with fluids. After 5 hours customer left ER in stable condition; bg was 154 mg/dl. Customer charged pump battery; however, reverted to using manual injections for insulin therapy.